Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Intimal dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The electronic lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the heavily calcified, mildly tortuous, 90% stenosed, proximal left anterior descending (lad) artery. Pre-dilatation was performed prior to stenting. A 3.5x23 mm xience prime stent was deployed in the lad lesion; however, after deployment a stent edge dissection was observed. Another xience prime stent was used to treat the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.